Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one introducer needle with a loaded j-tip guidewire was returned for evaluation. Functional, gross visual, dimensional and microscopic visual evaluations were performed. The investigation is confirmed for the identified guidewire stretched, fracture and material separation issues as a complete break was noted to the flat core wire guidewire and it appeared to be uncoiled and stretched at the distal portion. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that during a dialysis catheter placement procedure, the catheter allegedly malfunctioned. There was no reported patient injury.